Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of herceptin, at an unspecified rate. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked from the leg of the proximal clave y-site of the primary tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.